Manufacturer narrative:
Immediate visible damage: case cracked at seam. Failure confirmed. Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.

Event description:
It was reported that the tip of the blade broke off. No pt was involved. The customer believe that the device was run over with something.